Event description:
It was reported the patient experienced increased pain with neuropathy in their bilateral lower extremities. A CT scan was done prior to pump replacement and revealed a fracture of the catheter. There was a fracture of the catheter at the para spinous. They were unable to remove the spinal segment from the intrathecal space. Surgery was performed and a new catheter was placed. The pump change out was done at same time due to end of life. Patient status was alive with no injury and no adverse event. The pump was delivering morphine bupivacaine and fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).